Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, one curved opening on the anterior side and an observed void greater-than 1 millimeter in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified one striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one striated opening on the anterior due to surgical damage consistent with the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.